Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported tha the ipg was not holding and not accepting a charge. The battery would get really hot. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician confirmed there was no device malfunction with the ipg and replacement of the ipg was physician's recommendation.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported tha the ipg was not holding and not accepting a charge. The battery would get really hot. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced in order to accommodate a third lead. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported tha the ipg was not holding and not accepting a charge. The battery would get really hot. The patient will undergo a revision procedure wherein the ipg will be replaced.